Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to crush. This was all of the information reported at this time. Should additional information become available, this event will be updated. The hospital has retained the lv lead. No adverse patient side effects were ported.